Event description:
It was reported that the patient has expired approximately after an implant duration of 3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and there was no nonconformance found related to this event. No response was received from the surgeon despite our attempts via email in 2009, to contact for the cause of death, operative report, return of the product for evaluation and additional information relating to the reason for explant. No additional information is available.